Event description:
A certified scrub technician reports that enlargement of the incision was required to accommodate removal and replacement of the intraocular lens when a torn haptic was noted following insertion. Additional information has been requested.